Event description:
A laser center tech reported that a pt had residual astigmatism in both eyes, following bilateral lasik, the pt underwent bilateral lasik enhancement surgery, and the astigmatism is reported to be resolved. This report concerns the pt¿s right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).